Manufacturer narrative:
Additional narrative: patient¿s identifier and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017 for a fifth metacarpal fracture, two (2) 1.1mm drill bits from the synthes variable angle hand set broke during the procedure. The surgeon was attempting to place a 1.5mm metacarpal neck plate onto the bone with a combination of cortex and variable angle locking screws, and on two separate occasions a 1.1mm drill bit broke while drilling the hole for the screw placement. While all drill bit fragments were recovered and the procedure ultimately succeeded in the end, the surgeon and staff were certainly frustrated that two drill bits broke during the procedure. There was about a two (2) minute delay for each broken drill bit, so in total about a 4-5-minute delay. Procedure was completed successfully with patient status reported as stable. This report is for one (1) 1.1mm drill bit/k-wire attachment for threaded hole/70mm . (B)(4).